Event description:
Patient receiving levo drip, switched to more concentrated drip using a new pump that malfunctioned. Pump did not alarm that it was not infusing, appeared to be infusing. Bp appeared to be unresponsive to the increasing doses and continued to lower at a dangerously low level. Required a third vasopressor, neo, to be started. Manufacturer response for IV infusion pump, spectrum iq IV pump (per site reporter), ongoing since 2021.